Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level was displayed as "high," indicating an adverse impact. The customer took corrective action by administering a correction injection through multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support confirmed issues with consecutive cartridges and decided to replace the pump, which was under warranty. Instructions for placing the pump into storage mode and returning the faulty pump via ups were provided, and the customer understood the process for receiving and setting up the replacement pump.